Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of missing septum was confirmed. Upon receipt, the rv septum was missing from the device. The root cause of the missing rv septum was not determined.

Event description:
It was reported that when the patient was brought in for an lv lead repositioning, when the pocket was opened, the physician noted that the rubber-silicone ring on the side of the svc port was missing. The ICD and the lead were replaced.